Event description:
Patient presenting for right knee pain, difficulty walking for 12 months ago after fall where he hyperflexed his knee when falling. Since then has been unable to extend knee. No numbness/weakness. He was found to have full thickness quad tendon tear on MRI and therefore indicated for reconstruction with allograft given the chronic nature of his injury. Given the patient's age, as well as his inability to ambulate given pain and extensor mechanism dysfunction, he was indicated for right quadriceps tendon repair with allograft. During surgical repair, scissors broke.